Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a clinical study of intrathecal administration of dl-404 (baclofen injection) using mdt-3101 (implantable infusion pump system) regarding a patient in japan who was receiving baclofen (dose 300 ug/day unknown concentration) via an implantable pump for spinocerebellar degeneration (pure spastic paraplegia). The duration of treatment was from (B)(6) 2002 (dosing date of screening test) to (B)(6) 2006. Complications were listed as residual urine, delay in starting to urinate, urinary incontinence, constipation, prostatic hyperplasia there were no suspected concomitant drugs. On (B)(6) 2005, the patient experienced low back pain; the local medical doctor prescribed mohrus m for low back pain. This event was being followed up and was due mainly to the patient¿s aging and life style; it was considered that there was no causal relationship. It was noted that there was presence of drug therapy and absence of medical devices/others. The severity was mild and seriousness was non-serious. There was no change made to the study drug. The patient was evaluated on (B)(6) 2006 and the outcome was reported as resolving. The event was unrelated to the study drug and medical device technical handling. On (B)(6) 2005, the patient experienced queasiness; the patient complained of queasiness and feeling poorly, which might have been caused by difficulty with the puncture for refilling. Refilling with the drug solution was discontinued and the symptoms were resolved. It was noted that there was absence of drug therapy and medical devices/others. The severity was mild and seriousness was non-serious. There was no change made to the study drug. The patient was evaluated on (B)(6) 2006 and the outcome was reported as resolved. The event was unrelated to the study drug and medical device and related to technical handling.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2006, the patient experienced queasiness

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.